Manufacturer narrative:
Evaluation codes, results: (endoleak), conclusion: (chronic disease progression).

Event description:
A talent stent graft system was implanted in a pt for the endovascular treatment of an abdominal aortic aneurysm under an unk investigation study approximately 4 years ago. It was reported that the pt presented with a slight type I endoleak of a talent stent graft that was implanted approximately 4 years ago. The pt had disease progression. The physician elected to place another MFR's cuff and the type I endoleak resolved. No additional clinical sequelae were reported and the pt is fine.